Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the pt stay safe connector during treatment. Pt was able to complete her treatment via manuals. Pt had no adverse effects, her effluent remained clear. Sample is not available for return; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.